Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance coming from a cut in the black power cable was confirmed via evaluation of the returned system controller. Visual inspection of the returned system controller revealed that the black power cable was kinked and the outer jacket was torn near the strain relief on the controller side, exposing the underlying wires; a green fluid substance consistent with fluid ingress inside the power cable was observed to be coming out from inside the power cable. The observed damage and fluid ingress did not affect the functionality of the controller during testing. The system controller successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without issue. The controller was disassembled for further visual inspection and the green fluid substance was observed on both power cables; however, the fluid was not observed on the controller¿s internal components. The outer jacket of the power cables was removed for further inspection of the underlying wires, revealing fluid ingress and minor kinks on several wires. No other physical anomalies were observed. The log file downloaded from the returned system controller contained approximately 7 days of data (30mar2020 ¿ 06apr2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6)2020 at 19:55:19 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broke, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was green liquid leaking from a hole in the outer layer of the black power cable of the system controller. The controller was exchanged.